Manufacturer narrative:
E1: initial reporter phone no.:(B)(6) the device was received for evaluation. During evaluation, the reported problem of 'improper shut down' was reproduced. A review of the event history log (ehl) revealed multiple "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case depressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had improper shutdown. This occurred before use in the intermediate department. There was no patient involvement. No additional information is available.